Event description:
Customer reported none of the buttons were working when he went to give himself insulin, then it alarmed button error. Customer's blood glucose was 558 mg/dl, treated with syringe and feels ok. Customer stated he was sleeping before the device alarmed. Customer was attempting to administer insulin when anomaly was noted. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted during testing. The insulin pump had cracked case at display window corners, cracked display window, and minor scratched lcd window.